Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and replaced the faulty touch-screen. A functional verification test was performed and the no further issues were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the sorin centrifugal pump 5 (cp5) became unresponsive during setup. There was no patient involvement.